Event description:
Device malfunction: difficult to remove/clip mislocation. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during thumb advancer advancement, splitting of the sheath was not as smooth as usual. After clip deployment, the device was difficult to remove from the patient's artery. The physician removed the device by using the safety release button. After the device was removed from the patient's artery, it was found that the clip remained in the distal end of the sheath. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.